Event description:
The customer reported two discrepant thyroid-stimulating hormone (tsh) results for two patients involving the access 2 immunoassay system used in conjunction with the access hypersensitive htsh assay. The customer questioned the primary results and reanalyzed the samples on a new reagent pack and obtained lower results which were considered correct. The customer stated one patient's result was released out of the laboratory. It is unknown if there was any change to patient treatment. There has been no report of patient injury associated with this event. Quality control (qc) is performed every 24 hours and was within specification prior to the event. Patient #1's sample was lithium heparin plasma. Patient #2's sample was clear serum. The samples were centrifuged at 3,000 rpm (rotations per minute) for over ten minutes. The samples were less than three hours old at the time of the initial analysis. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the pipettor tubing was loose at the precision valve and tightened the tubing fitting to resolve the issue. System check and quality control (qc) results passed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation.